Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atypical flutter, the faradrive steerable sheath tip got damaged during transseptal puncture, and they could not cross the septum. The tip of the sheath, the transition from sheath to dilator, was too great and physician was not able to cross. In the process of advancing the sheath across, the tip was damaged. The sheath was replaced, and the second sheath crossed the septum successfully. The procedure was completed successfully with no patient complications. The device was disposed of and therefore will not be returned for analysis.